Event description:
It was reported the patient received the following results within 15 minutes measured with two different aviva meters:157 mg/dl and 412 mg/dl. The same vial of strips was used for each reading.